Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
During troubleshooting for an unrelated alarm, system error (se) 2367 alarm (power failure error that discontinues the present therapy and is due to a possible air in line) occurred on the homechoice (hc) device during drain 1 of 4. The technical service representative (tsr) had the caregiver (cg) cycle the power on the hc to clear the alarm. After that, the cg was able to disconnect the home patient (hp) and the supplies. According to the cg, there were no visible damage or abnormalities with the supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.